Manufacturer narrative:
Review of the batch manufacturing records indicates the ten packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that one single dose of simplex bone cement was broken upon receipt at customer location. There was no apparent damage to either the shipping container or the outer box of cement.